Event description:
A surgeon reported, a patient with a refractive surprise following intraocular lens (iol) lens implant surgery. In a follow up, the surgeon does not believe the lens is defective. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).